Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the 511sd gasket was dislodged and fell into the pt's abdomen. The gasket was retrieved laparoscopically. Another 511sd was opened and used, but co2 was leaking through the top of the device. This trocar was used to complete the procedure. There was no consequence to the pt.